Event description:
It was reported that this insertable cardiac monitor (icm) device had issues communicating with external devices. Boston scientific technical services (ts) received a call from the boston scientific representative who was in the clinic with the patient. The boston scientific representative had restarted the patient mobile monitor (pmm) but it would not connect to the icm device. Ts confirmed bluetooth was on. The boston scientific representative attempted to connect with the icm device using the donut magnet, but this was unsuccessful. The boston scientific representative then attempted to interrogate the icm device with the clinic mobile monitor (cmm) but also failed. Ts advised to allow for the bluetooth to time out and try again. The boston scientific representative subsequently called ts back after bluetooth timed out and were still unable to connect to the icm device. Ts advised the icm device should be explanted and replaced to continue monitoring. Subsequently an explant procedure was scheduled, and the physician explanted and replaced the device. The procedure was completed successfully. The device has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Product has been returned and analysis performed. Analysis of the returned device found the device to be non-responsive, x-ray imaging of device found solder leakage causing an internal short. However, probable cause could not be determined because it is still being investigated. As a result, evaluation conclusion code "cause not established" was selected.

Manufacturer narrative:
Product has been returned and analysis performed. Analysis of the returned device found the device to be non-responsive, x-ray imaging of device found solder leakage causing an internal short. This issue was determined to be due to a manufacturing deficiency. As a result, evaluation conclusion code, manufacturing deficiency, was selected.

Event description:
It was reported that this insertable cardiac monitor (icm) device had issues communicating with external devices. Boston scientific technical services (ts) received a call from the boston scientific representative who was in the clinic with the patient. The boston scientific representative had restarted the patient mobile monitor (pmm) but it would not connect to the icm device. Ts confirmed bluetooth was on. The boston scientific representative attempted to connect with the icm device using the donut magnet, but this was unsuccessful. The boston scientific representative then attempted to interrogate the icm device with the clinic mobile monitor (cmm) but also failed. Ts advised to allow for the bluetooth to time out and try again. The boston scientific representative subsequently called ts back after bluetooth timed out and were still unable to connect to the icm device. Ts advised the icm device should be explanted and replaced to continue monitoring. Subsequently an explant procedure was scheduled, and the physician explanted and replaced the device. The procedure was completed successfully. The device has been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this insertable cardiac monitor (icm) device had issues communicating with external devices. Boston scientific technical services (ts) received a call from the boston scientific representative who was in the clinic with the patient. The boston scientific representative had restarted the patient mobile monitor (pmm) but it would not connect to the icm device. Ts confirmed bluetooth was on. The boston scientific representative attempted to connect with the icm device using the donut magnet, but this was unsuccessful. The boston scientific representative then attempted to interrogate the icm device with the clinic mobile monitor (cmm) but also failed. Ts advised to allow for the bluetooth to time out and try again. The boston scientific representative subsequently called ts back after bluetooth timed out and were still unable to connect to the icm device. Ts advised the icm device should be explanted and replaced to continue monitoring. Subsequently an explant procedure was scheduled, and the physician explanted and replaced the device. The procedure was completed successfully. The boston scientific representative provided the icm device is expected to be returned for analysis. No additional adverse patient effects were reported.